Event description:
The power supply cord of the seca scales being use on seca scales model 703 and 727 are starting to knot, twist, and break. All these symptoms are starting to cause seca power supply cords to fail at higher rates and could develop into safety issues for users and/or patients. Manufacturer response for scale, stand-on, patient, seca 703 (per site reporter). Manufacturer has been contacted in regards to the power cord design and its fragile construction.